Manufacturer narrative:
Concomitant products: product ID 8637-40, serial # (B)(4), implanted:(B)(6) 2008, product type pump; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen 250 mcg/ml (dose 30 mcg/day). The pump's indication for use (IFU) was listed as intractable spasticity and head/brain injury. On (B)(6) 2015, the hcp erroneously bypassed the bridge bolus. The error did not cause overdose or underdose since the error was caught much before the new drug reached the patient. The patient did not experience any symptoms. The patient was refilled on (B)(6) 2015 with a new concentration and the hcp inadvertently did not update the new concentration. The patient¿s ¿new¿ baclofen was 500 mcg/ml (dose 30 mcg/ml). The patient started to drive home and had now returned to the hcp's office to correct the programming. Two hours had passed. It was reviewed that 0.01 ml had been delivered. It was confirmed the patient had no symptoms. The device serial number, complete drug information, other medications, and pertinent medical history were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.